Manufacturer narrative:
The reported complaint was not verifiable. Multiple diligence for part return and additional information were unsuccessful so an evaluation could not be completed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per the manufacturer's subsidiary, the hlm started to switch to the battery power supply even though the current in the electrical outlet was at the adequate voltage range of 219-229 volts. The issue occurred several times on one day, and the operation the next day was cancelled due to this issue.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the heart lung machine (hlm) switched to battery while plugged in and displayed a 'battery cannot be charged-full backup may not be available' message. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per clinical review: the team had an incident during cpb on (B)(6) 2021. The system was set up without issue for a procedure. Shortly after commencing bypass, the heart lung machine (hlm) started systematically switching to the battery power supply even when the system was plugged into alternating current (ac) power. The engineers at the institution stated that the current in the electrical outlet was ok (adequate voltage 219-229 volts). At the same time, the message 'battery cannot be charged - full backup may not be available' appeared on the screen. The team did not lose power and proceeded without issue for the case. There was no delay in the continuation of the surgical procedure. There was no harm or blood loss due to the incident.